Manufacturer narrative:
It was reported that the ventilator stopped ventilating whilst on a patient and alarmed no minute volume. The ventilator was investigated by our field service engineer on site. A pre-use check was performed and failed the flow transducer test. The evaluation of the provided logs shows that the patient circuit test failed with insppress being too low and leakage too high, or the safety valve is either not locked or its status could not be read. According to the provided information, the issue was resolved by replacing the expiratory cassette. The replaced part were not returned for investigation, therefore the root cause for the reported problem could not be established.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator had no minute volume and that it stopped ventilating whilst on a patient. There was no patient harm. Manufacturer's ref.#: (B)(4).